Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed. A field service engineer (fse) assisted the customer by performing a system reboot, which restored functionality. An inventory check was completed, and testing confirmed the system was operating normally. The system functioned as intended after the field service engineer assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were failed and users were unable to recover it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.